Event description:
It was reported when using the bd facscanto¿ there was foreign matter in the sample line or other position where clinical testing result could be altered. The following information was provided by the initial reporter: "contamination was found in the hoses of the fluidics system and in some cases poor signals."

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint of tests resulting in erroneous results due to contaminated sample lines. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 12feb2020 to 12feb2021. Complaint trend: there are 2 complaints related to the issue of contaminate sample lines; date range from 12feb2020 to 12feb2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6) file # 338962-v96300086-900107558-07, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to contaminated fluidics lines. Dirt, debris or clogs in the fluidic system will contribute to flow rate and contamination issues especially within the sample line and contribute to erroneous results. This issue was initially recorded under case 01264426 in wo-01791671 and wo-01724795, but the actual work was done during a preventative maintenance work order; wo-01788156. During the initial field service, wo-01724795, the fse confirmed the issue to be contamination in the fluidics lines and noticed that it contributed to occasional poor signals. Later on, a new case and work order was created for the preventative maintenance work (wo-01788156). Here, the fse installed the maintenance kit (pn 65969407), cleaned the optics, replaced the optical gel, readjusted the fiber, and tested the instrument to verity that it was working as intended. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair the instrument was ready for use and was returned to the customer. While the contaminated sample lines can lead to erroneous resultsand misdiagnoses, the issue was immediately noticed from the erroneous results.nopatient was treatednor harmed from incorrect results as the results were captured priorto any diagnosis decision andwere reportedto bd as not expected.proper daily and monthly cleaning procedurescan be foundunder ¿maintenance¿in the user guide; bdfacscanto¿ ii flow cytometer instructionsforuse, #23-20269-00,page149.the safety risk ismoderate, s3,andthere was no impact topatienthealth or safety. Service max review: review of related work order #: 01791671 / 01824795, case # (B)(4). Additional preventative maintenance wo #: wo-01788156 install date: 19jun2007 defective part number: 65969407 - canto universal pm kit. Wo-01824795 notes: subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - contamination found in the hoses of the fluidics system and in some cases poor signals. Problem description: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - contamination found in the hoses of the fluidics system and in some cases poor signals. Wo-01788156 notes: work performed: 03/25/2021: maintenance kit (65969407) installed; maintenance carried out according to plan; optics cleaned, optical gel renewed, fiber readjusted; cs&t baseline + perf. Test passed; device ready to hand over; filter configuration for amcyan (violet a) was changed to 615/15 + 595lp by customers; cause: n/a. Solution: pm returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. Bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating of the risks in this file are 5 and 8, with an rpn of 72-100. This rating is equivalent to ¿s3¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn within the acceptable range. Hazard(s) identified? Yes no. Item: 16 long clean cycle. Function: 16.1 thoroughly clean with bleach, rinse with di. Potential failure mode: 16.1.1 setup fails. Potential effect(s) of failure: 16.1.1.2 research customers ¿ may obtain wrong data because they may not be running qc. Potential cause(s)/mechanism(s) of failure:16.1.1.2.1 bleach accumulation from long clean, reaches cuvette, contaminates signals current controls: n/a recommended actions: add function and valve (v18) to fluidics system to automatically bypass bubble filter during long clean severity: 5 occurrence: 2 detection: 10 rpn: 100 item: 22. Flow cell function: 22.4 remain optically clean potential failure mode: 22.4.1 optical clarity degraded potential effect(s) of failure: 22.4.1.1 signal degradation or loss ¿ misclassification potential cause(s)/mechanism(s) of failure: 22.4.1.1.1 residue accumulation on walls or optical gel degradation (discoloration) current controls: sensitivity test (fails when sensitivity drops too low) recommended actions: 1. Implement p-trap and lower waste trap, to prevent siphoning of fluids out of flow cell2. Instructions for use: recommend to shut down cytometer nightly, perform fluidics shutdown. Software shall remind user to shutdown before quitting application3. Fse instructions for annual cleaning cuvette severity: 8. Occurrence: 1. Detection: 9. Rpn: 72. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the erroneous results was due to a dirty fluidics sample line. Conclusion: based on the investigation results the root cause of the erroneous results was due to a dirty fluidics sample line. The issue was confirmed by an fse in wo-01824795, and the work completed in wo-01788156. The fse installed the maintenance kit, cleaned the optics, renewed the optical gel, readjusted the fiber, and performed a cs&t baseline and performance test. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd facscanto¿ there was foreign matter in the sample line or other position where clinical testing result could be altered. The following information was provided by the initial reporter: "contamination was found in the hoses of the fluidics system and in some cases poor signals."